Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The cartridge was reloaded resolving the occlusion. Customer¿s blood glucose level was between 200-250 mg/dl.